Event description:
Received mentor saline implants in 2000 and began having problems with joint pain in 2003 along with fatigue and concentration issues in 2004. Was diagnosed with fibromyalgia and chronic fatigue in 2005 and restless leg syndrome in 2007. Since 2003, symptoms include: diffuse joint pain, extreme fatigue, "fibro fog" including problems with concentration, attention deficit, word recall and short term memory, ocd, depression, anxiety, balance/coordination issues, dizziness, restless legs, migraines & hair loss to name a few. I finally had to give up my civil engineering career in 2012 and am currently bedridden 50% of the time. In (B)(6) 2020, I discovered a huge hard lump in my right breast. Mammogram, ultrasound and MRI do not indicate breast cancer, but did include a note regarding fluid around the implant, which along with my other symptoms could indicate the possibility of bia alcl. I am currently researching and having consultations with various plastic surgeons in order to have an en bloc removal of the implants. Due to my research regarding the lump, I also discovered information about breast implant illness and am infuriated that I did not know about the possible link between my symptoms and the breast implants. If I had know this, I would have had them removed when the first symptoms appeared in 2003 and saved myself the devastation of losing my career, divorce, disability, bankruptcy and thoughts of suicide. Every woman who has implants and has developed any of these symptoms should be made aware that their implants could be the cause. FDA safety report ID# (B)(4).